Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery, self test and unexpected restart tests. No unexpected error alarms noted. The pump was monitored and no constant tone, pump heating up or blank display noted. The pump was received with high idle currents due to a faulty component on the motherboard. No unexpected off no power or low battery alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week and has had several low battery alarms. The customer's blood glucose reading was 230 mg/dl at the time of incident. Troubleshooting found that the pump also had a blank display and an unexpected restart alarm. The customer was advised that the device would be replaced and to return the product for analysis.